Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain explant date. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 3006705815-2020-02389. It was reported that the patient's leads migrated. As a result, surgery occurred to explant the leads on an unknown date.